Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. The investigation was unable to determine a conclusive cause for the gripper line break. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for gripper line break. It was reported that this is a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, although no resistance was noted, the gripper line was pulled about two feet when it broke. The cds was removed, and approximately one inch of the gripper line was visible outside of the guide. Therefore, the gripper line was able to be pulled out through the guide. The clip is stable on the leaflets. One clip implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.